Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. On 11/01, patient's blood glucose was 8.4 versus the lab's 12.1 mmol. Tests were done 15 minutes apart. Patient did not experience any adverse events. No further information has been reported.